Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The device will be returned to the customer.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.